Manufacturer narrative:
Concomitant products: 8253200 - patient interface, nim response 3.0; serial number - (B)(4); lot number 207149875; manufactured date ¿ july 3, 2013; UDI number ¿ (B)(4); 510k ¿ k083124. Product 8253002 (mainframe): the product analysis indicates that the reported issue could not be confirmed. The device was successfully tested to specifications. There was no fault found. Product 8253200 (patient interface): the product analysis indicates that the reported issue could not be confirmed. The patient interface worked normally and was received in good cosmetic condition. The loose assembly clips and worn wave washers were replaced. The device was successfully tested to specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device(s) were defective and there was no stimulation. There was no patient injury.